Event description:
Right-knee revision. Dr. Was concerned about uneven poly-wear, on this gmrs-proximal-tibia/mrh-femur construct. Dr. Opted to swap out all the modular components, leaving the proximal-tibia and mrh-femur components in-situ. Although no complaints have been filed against the components themselves, dr. Has asked us to share some pictures of the "poly components" and the 'tibial-rotating-component', due to concerns of "delamination of the poly" and "unexpected wear on the metal" of the latter.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 64812100: mrh tib rot comp xs-xl: lot# 033556, cat# unknown; unknown mrh tibial sleeve: lot# unknown, cat# unknown; unknown mrh bushings: lot# unknown, cat# unknown; unknown mrh axle: lot# unknown, cat# unknown; unknown mrh bumper insert: lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
An event regarding wear involving an unknown insert was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection of the provided photos indicated the insert is worn and discolored consistent with absorption with synovial fluid. Clinician review: no medical records were provided for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: visual inspection of the provided photos indicated the bushing is worn and discolored consistent with absorption with synovial fluid. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.